Manufacturer narrative:
(B)(4) - lot number corrected. Retained kit testing met all specifications. One patient sample was returned for investigation and was tested with a retained kit of axsym (B)(4) confirmatory reagent, list number 7a40-60, lot number 71239hn00 in combination with axsym (B)(4) reagent, list number 7a40-22, lot number 71596lf00, which contains the same reagent as lot number 71596lf02, and gave a reactive, non confirming result when tested undiluted, 1:50 diluted and 1:500 diluted. The 1:25000 dilution of the returned sample tested (B)(6) for (B)(6). Therefore, the result obtained by the customer could be repeated. Testing of a retained kit of axsym (B)(6) confirmatory reagent, list number 7a40-60, lot number 71239hn00 in combination with axsym (B)(6) reagent, list number 7a40-22, lot number 71596lf00, met package insert claims; index calibrator and (B)(6) showed values within typical range. The (B)(6) showed the expected confirmed (B)(6), an additional 1:500 dilution of the (B)(6) was (B)(6) as expected. A review of the final lot approval data showed that the axsym (B)(6) confirmatory reagent, list number 7a40-60, lot numbers 71239hn00 performed well within the specification range. As part of our investigation we have reviewed the complaint and manufacturing records for axsym (B)(6) confirmatory reagent, list number 7a40-60, lot number 71239hn00. This review did not identify any problems relating to the customer's observation. The reason why the customer experienced this problem is unknown. However, it is recognized that presently available methods for the detection of (B)(6) may not detect all potentially (B)(6). A (B)(6) test result does not exclude the possibility of exposure to or infection with (B)(6). (B)(6) test results in individuals with prior exposure to (B)(6) may be due to antigen levels below the detection limit of this assay or lack of antigen reactivity to the antibodies used in this assay. Further, for diagnostic purposes and in order to differentiate (B)(6) from (B)(6), the detection of (B)(6) must be correlated with patient symptoms and other (B)(6) (refer to package insert of axsym (B)(6) confirmatory). Based on our investigation, we have determined that axsym (B)(6) confirmatory reagent, list number 7a40-60, lot number 71239hn00, is performing acceptably. This is the final report.

Manufacturer narrative:
This report is being filed on an international product, list number 7a40-60 axsym hbsag confirmatory, that has a similar product distributed in the us, list number 9b01-60 axsym hbsag confirmatory. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated a patient known to be hbsag positive for years, generated an expected reactive hbsag result on axsym, but did not confirm on the axsym hbsag confirmatory assay. No impact to patient management was reported.